Manufacturer narrative:
Additional information in h3, h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; however a video was received and evaluated. The visual inspection of the provided video observed an external leak at the level of the drain bag sealing, near the stopcock. The reported condition was verified. Based on the information provided, the leak occurred after the bag was emptied two times. It is to be noted that the oxiris set c and all the accessories provided within the set, including the drain bag, is a single use product. This means that once used, the product must not be reused (i.e. Emptied and reused during the same therapy) and should be discarded. The prismaflex control unit warns the operator when the effluent bag is full and it is specified in the on-screen instruction delivered by the prismaflex control unit that the drain bag should be disconnected and changed for a new bag. Based on the above, the cause identified for the reported event is an unintended use of the effluent bag. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with an oxiris, an external fluid leak was observed at the effluent bag. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Phone number: (B)(6). Oxiris c is similar to oxiris and oxiris s. Have been temporarily approved for use in the us under emergency use authorization eua(B)(4) with a specific indication to treat patients with covid-19 infection. Should additional relevant information become available, a supplemental report will be submitted.